Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2026, during insertion of an arterial catheter into the left radial artery, the arterial puncture, spring wire guide (swg) insertion, catheter placement, and catheter securement to the skin were completed without incident. Following catheter placement, the device was flushed while connected to an IV pressure bag. During flushing, the intravascular portion of the catheter reportedly detached and embolized into the radial artery. An x-ray was performed, followed by a CT scan, to assess the situation. The vascular surgery and interventional radiology teams were consulted for patient management and retrieval of the catheter fragments. According to the report, four catheter fragments remain within the vasculature. At the time of reporting, the patient remained sedated, and vascular surgery had been deferred pending stabilization of the patient's critical condition.